Event description:
It was reported to philips that the images on the flexvision monitor were dropping out. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor video was going out. Upon troubleshooting, fse reviewed the system's logs and found errors related to the image processing database, memory and disk. Fse cleared the image processing errors but the flexvision monitor still dropped out. Fse was unable to communicate with the flexvision pc when the monitor was down. Fse checked the flexvision monitor and found no video even when using a flashlight and could not locate the flexvision application or os listed on the download board software. Fse ordered a flexvision pc, an imaging pc, and the pc firmware configuration kit. Upon failure analysis of the defective flexvision pc, it was found that the failed component was a power supply, there was a unit malfunction and the power supply was not getting started. Upon failure analysis of the defective image processing pc showed that the failed component was an hdd bay. To resolve the issue, fse replaced the flexvision pc, image pc and reloaded the operating system and application software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.